Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a middle cerebral artery (mca) stroke. Their anticoagulation was within therapeutic range. The patient had some foot drop and a little hand weakness. They had their right heart catheterization (rhc) cancelled and planned to be sent to a day rehabilitation while they await for a transplant.